Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the device returned loaded in the microcatheter. The investigation found the implant to be severely stretched at the proximal section, which is consistent with the coil becoming stuck within the microcatheter. However, the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.

Event description:
See h10.

Manufacturer narrative:
A search for non conformances associated with this part lot number combination did not reveal any production related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use IFU identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization treatment the coil unintentionally detached in the microcatheter. The entire coil and catheter were removed successfully from the patient. The procedure was successfully completed. There was no patient injury or intervention. There was no patient affect.